Event description:
While patient was reporting damage to housing/battery door of their personal diabetes manager, it was reported that the patient was also in the hospital at the time. Despite good faith attempts to gather additional details of this medical event, no further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.